Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during preparation for a case, the unit would not turn on and an e-4 error message appeared on the screen. It was further reported that another unit was available for the case.